Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 1. Patient cancelled treatment, opened the cassette door and noticing fluid leaking from the cassette and into the cycler. The patient's peritoneal dialysis registered nurse (pdrn) has been notified. The sample set was made available for evaluation. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was prescribed levofloxacin, 500mg as a precaution. There are no adverse events reported at this time.